Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 00962, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was not used. The luer on the balloon catheter was not broken or damaged. The test y-block fixed to the luer worked without any issue. In conclusion, the reported broken luer was not confirmed through product analysis. The catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer of the balloon catheter could not be fixed to the catheter. Another luer was used without resolving the issue. The balloon catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.